Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of conformance and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is user error: using too long of an implant. The patient's dysmorphic sacrum and osteoporosis may have contributed to poor imaging resulting in less than optimal placement of the implant. Additionally, per the surgical technique manual, the surgeon is instructed as follows: "prior to closure, always obtain final fluoroscopic images in the lateral, inlet, and outlet views to confirm no cortical wall breach, foramen breach, or other malposition."

Event description:
Patient is osteoporotic with a dysmorphic sacrum and a previous lumbar fusion. In (B)(6) 2021, the patient had bilateral si joint arthrodesis where three implants were installed on each side. The patient had si joint pain relief before reporting left side radicular pain symptoms a week later. The surgeon determined that the left side superior positioned implant had breached the neuroforamen causing radicular pain. In (B)(6) 2021, the surgeon performed a revision procedure where he removed the left side superior positioned implant and installed a shorter implant of the same type in a new trajectory. No other preexisting implants on either side were adjusted or removed. The status of the patient following the revision procedure is not known.